Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was stopped. Customer stated that he insulin pump was dropped into the water and receiving an insulin pump error alarm. Customer stated that they received do hear fluid when shaking the pump. Customer states they saw fluid under the liquid crystal display. No harm requiring medical intervention was reported. The device will be returned for analysis.